Event description:
Same case as MDR ID# 2134265-2011-05834 and 2134265-2011-05836. It was reported that post a stenting treatment procedure, the patient experienced thrombosis and a dissection. The long and diffuse target lesion was located in the right coronary artery. The target lesion was treated with placement of three unknown sized ion stents. Four days following stent placement stent thrombosis was observed and treated. The following day a dissection was observed and treated. Per the physician the patient was not compliant with antiplatelet medications. Additional information has been requested and is not available.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).